Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event. Follow-up conducted with the doctor's office indicated the device reached battery depletion. Premature battery depletion was questioned because of how the device was programmed and the patient's use.

Event description:
It was reported that early battery depletion was observed. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The device was found to have a low battery voltage. The device's electronic circuitry was tested and the battery current drain was normal. The battery voltage trend data showed heavy load during the first 12 months of implant. Based on all available parameter and usage information, the device did not meet the expected longevity. The cause for the depleted battery could not be determined.